Event description:
It was reported that the procedure was performed to treat a lesion in a unknown vessel. An unknown supera self expanding stent (ses) was attempted to be deployed however, it was noted to be difficult to release, and the stent was noted to come out of the introducer. No information regarding adverse patient effect nor clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. It is possible that during stent deployment the introducer was too close and the stent inadvertently deployed partially into the introducer (reported stent was noted to come out of the introducer); however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of procedure is estimated as 09/16/2023, d4: the UDI is not known as the part and lot number were not provided.